Event description:
During use for a cardiopulmonary bypass procedure, the pump displayed the message "overspeed" as the pump speed was increased. The device was replaced and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.